Manufacturer narrative:
Since the company representative was able to resolve the event of alarm "unable to calibrate iab optical sensor"; no further actions were required for the iabp evaluation. If there are any actions taken with respect to this event, the information will be provided in a supplemental MDR. Since the serial number of the pump was not provided, the production device history record for the iabp involved in the event was not reviewed. (B)(4).

Event description:
The customer reported that while in use on a pt, the alarm "unable to calibrate iab optical sensor" triggered on iabp. This alarm has been occurring for about the past 15hrs on average of once an hour. The customer described the event and the steps taken with respect to the therapy. The company representative directed the customer over the phone of possible impacts, the reason for the alarm and calibration of the intra-aortic balloon (iab) (balloon). The customer reported that the calibration was successful and the alarm no longer displayed. The customer was further advised to flush the pressure tubing connected to the iab catheter. Customer stated it seemed slow but was flushing. The pump was not replaced and no pt injury was reported.